Event description:
It was reported that when using bd vacutainer® sst¿ ii blood collection tubes, there was inadequate blood draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received four photos for investigation. Evaluation of the photos shows underfill while label lift is not observed. A total of 40 retained samples from both lot numbers underwent functional testing, and all tubes performed as expected. Additionally, 100 retained samples from both lot numbers were visually inspected, and no label lift was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill for lots 4347062 and 5086994. This complaint is unable to be confirmed for on either lot for incorrect fill line. Bd was unable to determine a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 10-dec-2025 b5. Describe event or problem: " report 1 of 2: it was reported that when using bd vacutainer® sst¿ ii blood collection tubes, there was inadequate blood draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user." Investigation summary bd received four photos and 300 samples for investigation. Evaluation of the photos indicates underfill however label lift is not observed. Additionally, a total of 20 retained samples and 20 returned samples were functional testing with no issues identified. Additionally, all returned samples and 100 retained samples from were visually inspected, and no label lift was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill for lot 4347062. This complaint is unable to be confirmed for label lift for lot 4347062. Bd was unable to determine a definitive root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported that when using bd vacutainer® sst¿ ii blood collection tubes, there was inadequate blood draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.